Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a CT scan taken after implant placement showed #20 implant was too close to #21 root dilaceration. Decided to remove both implants at #19 and 20 and graft with puros.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d1: brand name updated d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h10: additional narrative. Zimvie received one (1) tsvt4b10, (imp,tsv,4.1,10,mtx,mg) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. No apparent malfunction was identified with the implant that would contribute to the reported event. Implant matched prints where measured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1273313. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1273313 for similar events and no other complaint was identified. Review completed utilizing keywords: medical other. The customer did not submit images for the reported event. IFU review: review of appropriate documentation: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants, ifu4869 rev. 9 - 10/19. Information identified: contraindications, warnings, precautions and breakage. Per the applicable IFU, zimmer dental implants should not be placed if there is an insufficient volume of alveolar bone to minimally support the implant (minimum 1mm circumferential and 2mm apical). Implants placed in the maxilla should not perforate the sinus floor membrane. Poor bone quality, poor patient oral hygiene, heavy tobacco use, uncontrolled systematic diseases (diabetes, etc.), reduced immunity, alcoholism, drug addiction, and psychological instability may contribute to lack of integration and/or subsequent implant failure. Based on the investigation and risk management file review as per risk management file, the most likely root causes determined from the investigation are customer error ¿ inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.